Manufacturer narrative:
(B)(4)

Event description:
During procedure, the surgeon attempted to set the device onto the tissue and fire it; however, the device did not fire at all. The reload symbol was flashing green on that occasion. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. The surgical time was not extended.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full complement of staples. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.